Manufacturer narrative:
Review of the submitted system controller log file confirmed pump stoppage, low speed, and low flow events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2017 and multiple decreases in pump speed below the low speed limit were noted throughout the log file corresponding with low speed and low flow alarms. All of these events occurred while the system controller was connected to the mobile power unit. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. Additionally, a no external power events was noted on (B)(6) 2017 when both power cables were disconnected from a power source. The absence of external power to the system led to the activation of the emergency backup battery (ebb) until power was ultimately restored. No other atypical alarms were captured throughout the duration of the log file. The patient remains ongoing on lvad support with an ungrounded patient cable for use with the power module and no further events have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). Approximate age of device ¿ 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that low flow alarms, low speed advisories and numerous pump stoppage events were seen in the system controller log file. It was also reported that the patient caused a no external power by not connecting the patient cable appropriately. An issue with the percutaneous lead (driveline) was suspected. The patient was discharged with ungrounded patient cables and declined a driveline repair at this time. The patient was asymptomatic. No further information was provided.